Event description:
The recipient is a non-user of the device and elected explant surgery. The recipient experiences chronic pain and will undergo a tympanoplasty/mastoidectomy along with explant surgery. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. No further information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information obtained reportedly indicates that the recipient's device was previously explanted. Additional information regarding the explant details were not provided. The recipient's device will not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted.  This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.